Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the superficial femoral artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 3atm within several seconds. The device was removed using normal method without any problem. The procedure was competed with a different device. No complications were reported, and patient was good post procedure.